Event description:
It was reported that malfunction alarm occurred while customer was loading cartridge and pump displayed malfunction code with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.